Manufacturer narrative:
(B)(4). Date sent: 8/27/2020. D4: batch # t95c12. Investigation summary: the analysis results confirmed that the pouch device was returned fully deployed and with the suture torn. A sample bag was returned loose. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempting to remove the bag with specimen through the trocar or forcing the bag through the access site as this may lead to bag rupture and spillage of contents. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure, while the surgeon was removing the specimen (in the pouch) from the patient, the bag ¿popped.¿ another like device was used to complete the procedure. There were no adverse consequences for the patient.